Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein one of the patients leads was replaced. The patient was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.